Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Attachment: article; propensity-matched comparison of vascular closure devices after transcatheter aortic valve replacement using manta versus proglide(eurointervention 2019;14:e1558-e 1565) - [(B)(4)].

Event description:
This event was captured based on literature review. It was reported through a research article identifying the proglide device that may be related to the following: life-threatening or disabling bleeding, major and minor bleeding, major and minor vascular complications, and percutaneous closure device failure. Details are listed in the attached article, titled "propensity-matched comparison of vascular closure devices after transcatheter aortic valve replacement using manta versus proglide."